Event description:
The sheath was being utilized during angioplasty and stenting of the right superficial femoral artery in 2004. The procedure was successful. However, upon removal of the sheath, it unraveled and separated. This required surgical intervention for removal of the sheath and closure of the leg.